Event description:
Philips received a complaint by the customer on the v60 indicating that the device's alarm indicated that the power supply is abnormal and cannot be adjusted or eliminated. After restarting according to the prompt, it cannot be turned on, issue with the power board. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. Per good faith effort (gfe) response, it was confirmed that no repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. However, it was confirmed that the power supply is abnormal, problem with power board. The hospital found a third-party vendor to repair the device. It is known that the device was repaired and was confirmed that the equipment returned to normal use. The device successfully passed performance specification testing after the repair was completed. No further information will be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.